Event description:
While using a byte night aligners, patient reported that their tooth broke due to wearing the aligners. They had the tooth repaired. The dentist advised against continuing the aligner treatment. Requested additional information and letter of recommendation from patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR submission is a late submission. A CAPA has been issued.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.